Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a false positive alert for atrial lead position check occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and that the atrial lead position check failed. The lead remains in use. No patient complications have been reported as a result of this event.